Event description:
It was reported that cartridge alarm 34 occurred on tandem mobi pump and customers blood glucose level displayed "high" although actual value was not provided. Customer gave correction dose by injection or pump bolus without third party intervention. Cartridge was reloaded, insulin therapy was resumed, and issue was resolved.